Manufacturer narrative:
The device was received for evaluation. During functional testing, 'screen flickering' was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified.the cause of the condition was determined to be input/output (I/o) board and liquid crystal display (lcd). The I/o board and lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen was flickering. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.